Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed outer device. Crease flat observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.